Manufacturer narrative:
A tosoh field service engineer (fse) went to the customer site to evaluate the problem. The fse checked the substrate flow to the incubator and found the flow to be good. Next the fse checked for air in the substrate system and found no air. The fse reseated the cable from the detector to the main board. Following, the customer ran controls and results were within the acceptable range. The aia-1800 analyzer was verified for proper operation and ready for use. The most probable cause of the reported event is related to a fault of the detector. The aia-1800 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance of the substrate system, dl flag, and troubleshooting pertaining to the aia-1800 system dl -indicates malfunction in detector unit or substrate dispense failure. Contact tosoh service center or local representative. Print, display (rate value) :outputs obtained value print, display (concentration value): blank. Rs232c output (concentration value) : follow the "flag 1" setting of the utility-host screen. Rs232c output (flag): a. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support to report that they are still receiving the dl flag during use of the aia-1800 analyzer. The customer reported that a field service engineer (fse) was on site to fix the problem but it is not fixed. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.